Event description:
It was reported that the anesthesia bag was unable to be inflated during a pre-use check. The customer suspected leakage of air occurred in it. No patient injury was reported.

Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed as no lot or serial numbers were provided. Received for evaluation: the sample consisted of one (1) product from same product number, lot number unknown, one (1) filter from unknown part number, in used conditions without its original packaging. Visual inspection and functional test(s) were performed. The sample was visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit. No discrepancies detected. A leak test was performed; the breathing circuit did not pass the leak test. The root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.